Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Adult swallowed piece of metal off toothbrush [accidental device ingestion]. Ingested piece of toothbrush [exposure via ingestion]. Piece of metal came out of toothbrush [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that she was brushing her teeth several days ago with her oral-b crossaction power series toothbrush and reported that a piece of metal came out of the oral-b crossaction power brushhead and she swallowed the little piece of metal. She did not develop any symptoms from swallowing the metal piece. Other relevant history: allergies- nickel, silver. No further information was provided.